Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges injuries, pain, discomfort, soreness and friction and wear between metal head and metal liner causing toxic cobalt-chromium metal ions. Doi: (B)(6) 2009- dor: (B)(6) 2018 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Added: part, lot, UDI, expiration date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 30 aug 2018: this complaint record was reopened due to receipt of ppf and medical records. In addition to what was previously alleged, ppf alleges loosening of the stem. The awareness date is being updated to 25 dec 2018 which is the file review date. Updated patient initials, added patient's date of birth, patient sex and age during event, added revising hospital and surgeon, updated product details (part and lot number, manufacturing details, UDI, FDA procode and 510k number), added sleeve, added expiration dates, and changed patient code metal poisoning to blood heavy metal increased. This complaint was updated on 25 dec 2018. Doi: (B)(6) 2009; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.